Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows view of a catheter places on surgical gauze. A split was noted at the catheter tube and at the split point blood clot reside was noted. Therefore, the investigation is confirmed for the reported the reported catheter fracture, fluid leak and decrease in suction issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the power port MRI isp. Post port placement procedure five months and twenty five days later it was reported that followed by chemotherapy, the patient allegedly experienced pain and discomfort during infusion, and testing revealed poor backflow. Reportedly, the catheter was allegedly found fractured and leaking, and the fractured segment was promptly removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the power port MRI isp. 5 months and 25 days post procedure, the patient allegedly experienced pain during infusion, and testing revealed poor backflow. Reportedly, the catheter was allegedly found fractured, and the fractured segment was promptly removed. The current status of the patient was unknown.